Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 17-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) with concentration 25 mg/ml at a dose rate of 7.498 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient missed his refill appointment after "numerous attempts" to reschedule, so his pump went empty on (B)(6) 2020. It was further noted that the patient finally went into the office on (B)(6) 2021 where the hcp attempted to do a catheter access port (cap) aspiration and it was not successful. The hcp then filled the pump with dilaudid with concentration 2 mg/ml since he was having to restart the patient's therapy; the pump was set to minimum rate on (B)(6) 2021. The reason for call was to calculate what date the pump will have the old drug cleared from the catheter. The hcp was wondering how long until the patient would get the 2 mg/ml of dilaudid. It was being considered that with a catheter volume of 0.109 plus 0.289 ml of internal pump tubing, that it would be 66 days or until (B)(6) 2021. The hcp indicated that they had no further questions and it was confirmed that the hcp did not want to proceed with catheter diagnostics at this time. The hcp states they didn't know the patient's exact weight but was described as "skinny" and maybe 107 pounds.